Event description:
Rv lead impedance of > 2500 ohms was seen twice over the past month. Rv lead impedance trend shows rv lead impedance increasing and rv thresholds have increased as well. No noise present on the lead at this time.

Manufacturer narrative:
On (B)(6) 2016 - we were informed this lead had been capped on (B)(6) 2013 due to fracture.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.